Event description:
The patient was admitted for a procedure with a 100% lesion in the proximal left anterior descending (lad) artery and a 75% lesion in the distal lad. Two 3.0 x 28mm xience stents were implanted at the proximal portion of the lesion, overlapping each other. Then, a 2.5 x 28mm cypher select plus stent was delivered to the distal portion of the lesion and there was no resistance experienced while passing through the two previously implanted stents. The cypher select plus was implanted at 11atm, in the mid to distal lad, overlapping the xience stent. Then, the stent delivery system balloon was shifted toward the proximal portion of the stent and inflated at 16atm. There was no problem observed at the time. An intravascular ultrasound was conducted and insufficient stent apposition of the cypher was observed, therefore, post-dilation was conducted with the stent delivery system of the xience stent at 10atm. After the post-dilation, stent fracture of the cypher was observed under coronary angiography. The stent was slightly, circumferentially fractured in the proximal to the mid portion and was separated into two pieces. The distal piece of the stent was shifted slight distally and there was a gap of approximately 1mm between the two pieces. The vessel was flexed at an angle of 120 degrees, but the flexed portion was approximately 3mm distal to the fractured portion. The fractured portion was located approximately 3mm distal to the distal edge of the overlapped xience stent. To finish the procedure, additional post-dilation with the stent delivery system of the xience was conducted in the fracture portion. The procedure was successfully completed. There was no patient injury reported and the patient is in stable condition. There was no treatment scheduled for the stent fracture, but the patient will be followed because there are concerns about restenosis or thrombosis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The physician commented that the cause of the stent fracture was unknown because the vessel was nearly straight and not calcified and there was no significant hinge movement. Squeezing of the vessel was unlikely because there was no anomaly observed with the implanted two xience stents. The following products were used during the index procedure: a runthrough guidewire, a heartrail guiding catheter and a rosso balloon catheter. The product was not returned for analysis. However, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This (B)(4) cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
This (B)(4) cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Information received from an affiliate indicated that after post-dilation of a cypher stent, the stent fractured and migrated. The target lesion was the proximal and distal left anterior descending artery (lad).the proximal lad was 100% occluded and the distal lesion was 75% occluded. Two 3.0 x 28mm xience stents were implanted at the proximal portion of the lesion, overlapping each other. Then, a 2.5 x 28mm cypher select plus stent was delivered to the distal portion of the lesion and there was no resistance experienced while passing through the two previously implanted stents. The cypher stent was implanted at 11atm, in the mid to distal lad, overlapping the xience stent. Then, the stent delivery system balloon was shifted toward the proximal portion of the stent and inflated at 16atm. There was no problem observed at the time. An intravascular ultrasound was conducted and insufficient stent apposition of the cypher was observed, therefore, post-dilation was conducted with the stent delivery system of the xience stent at 10atm. After the post-dilation, stent fracture of the cypher was observed under coronary angiography. The stent was slightly, circumferentially fractured in the proximal to the mid portion and was separated into two pieces. The distal piece of the stent was shifted slight distally and there was a gap of approximately 1mm between the two pieces. The vessel was flexed at an angle of 120 degrees, but the flexed portion was approximately 3mm distal to the fractured portion. The fractured portion was located approximately 3mm distal to the distal edge of the overlapped xience stent. To finish the procedure, additional post-dilation with the stent delivery system of the xience was conducted in the fractured portion. The procedure was successfully completed without report of patient injury. There was no treatment scheduled for the stent fracture, but the patient will be followed because there are concerns about restenosis or thrombosis. The procedural cd was returned for independent evaluation. Independent evaluation: the case includes a narrative summary and a single cd-rom. The case is that of a patient who underwent intervention to a completely occluded lad however there were no angiograms prior to placement of a guide-wire into the left anterior descending. I am not able to comment on the characteristics of this apparent total occlusion. However, the patient underwent stenting with xience stents in the proximal and distal lad and then a cypher select 2.5 x 28 was placed in the mid to distal left anterior descending overlapping the xience stents. Apparently, post-dilatation was carried out and stent fracture of the cypher select stent was visualized with minimal displacement of the stented portions. The segment was moderately angulated and there was poor distal flow into the left anterior descending noted with a marked size mismatch after the stented portion of the vessel. No treatment was carried for this apparent stent fracture and no apparent untoward effect was suffered by the patient. I believe this case demonstrates placement of stents in a totally occluded vessel with a moderately angulated and hypermobile segment which may have lead to the mechanical factors that resulted in "apparent stent fracture". I must admit it is very difficult to clearly visualize on the cine-roms that there is stent fracture and displacement. The distal vessel is not well visualized at all and I suspect with a poor run-off there will be a high possibility of re-stenosis. Certainly, stented segments that are fractured display significantly of higher incidence of in-stent re-stenosis and this should be followed carefully. Certainly, recommendation is that the operator should have provided cines of the vessel prior to beginning the interventional procedure. The product was not returned for analysis. However, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Stent fracture has been recognized as a potential mechanism of thrombosis and restenosis and may be related to loss of the mechanical scaffolding of the stent as well as to intimal hyperplasia at the site of vessel wall injury. Review of the information available suggests that there are vessel characteristics that may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is required.